Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, there are plans to explant the device due to an infection, however it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, february 16th, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with a new device as of the date of this report, (B)(4) 2016. Device not yet received by manufacturer.